Event description:
It was reported that a (B)(6) female patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the procedure, when pericardial effusion was confirmed by echocardiography, it was confirmed to have slightly accumulated. Drainage was performed. Blood pressure returned to normal, and the patient condition was normal at the time of reporting. The procedure was completed without any problems. The patient has fully recovered. Atrial septal puncture was performed with using rf needle. Ablation was performed before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. Flow rate setting for irrigation catheter was 18 ml. The physician commented that ¿the issue did not appear to be related to the product. Pericardial effusion was small and recovered quickly, so there should be no problem.¿ a smartablate generator was used. The event occurred post procedure. No error messages were reported to have been observed on biosense webster equipment during the procedure. Real time graph; dashboard; vector; visitag force visualization features were used. Tag index was the color option used prospectively.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30688983l and no internal action related to the complaint was found during the review. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information from (B)(6) received on 19-apr-2022. It was reported that the patient is 55 kg. Therefore, a4. Weight of the patient and a4. Weight unit were updated. The patient did not require extended hospitalization because of the adverse event. There are no relevant tests, lab data, or history. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The visitag module was used, the parameters for stability used were max range 2mm, min time 3s,fot 25% 3g tag size 2mm. No additional filter was used with the visitag. The physician¿s name was provided. Therefore, e 1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, e 2. Health professional, and e3. Initial reporter occupation were updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).